Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 3.0x32mm drug eluting stent, it was noticed that the stent was crushed. Consequently, the stent never touched the patient. No patient complications or injuries were reported. The procedure was successfully completed with another taxus express2 -3.0x32mm drug eluting stent. Patient status is reported as "satisfactory/good".